Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high lead impedance out of range warning. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead became dislodged during extraction of the rv lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 25, 25.6 and 26.3 cm from the connector pin. The proximal conductor was fractured at 51.8 cm from the connector pin and the interior superior vena cava defibrillation cable is fractured at 39 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.